Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Sterilization records were examined with no deviations or abnormalities. No other sterilization complaints exist for the item/lot combination. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).

Event description:
It was reported that pt underwent primary hip procedure on (B)(6), 2010. Pt underwent revision surgery on (B)(6), 2010 due to infection. No further complications have been reported.